Manufacturer narrative:
Device evaluation: visual inspection of the devices shows that all four have stripped threads. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the plugs was being used or handled at the time of the damage. DHR review: per dhrs review, the parts were likely conforming when it left zimmer biomet control. Device use and compatibility: this devices are used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that four plugs with stripped threads were found during surgery. The plugs were removed and the same type of plugs were used to complete the operation. There was no reported patient impact. This is report one of four for this event.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00182.

Event description:
It was reported that four plugs with stripped threads were found during surgery. The plugs were removed and the same type of plugs were used to complete the operation. There was no reported patient impact. This is report one of four for this event.